Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
An email was received by tech support on (B)(6) 2016. The customer reported an se 105 for pump with s/n: (B)(4). In addition, they listed that there was no patient incident when the pump failed and that the failure was not found during routine inspection. Patient involvement and when the event occured are unknown.